Manufacturer narrative:
Device-b. 1/4" length, jagged tear. The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below: visual inspections & results: base snap condition, abc)good; bellows condition, abc)good; crown ring engagement, abc)good; seal condition, abc)torn and top snap condition, abc)good. Analysis conclusion: (abc) based upon the inquiry info rec'd and the visual examinations, it was concluded that the seals had become torn, making the instruments non functional. (A) the reducer was rec'd with a straight tear in the seal which was approx 1/4" in length. (B) the reducer was rec'd with a jagged tear in the seal which was approx 1/4" in length. (C) the reducer was rec'd with a jagged tear in the seal which was approx 3/8" in length. (Abc) no conclusion could be reached as to how the seals had become torn. (Abc) each instrument is evaluated during the assembly process to ensure that it functions properly. The centering of the instrument upon insertion or removal through the reducer may reduce the possibility of the seal being inadvertently damaged.

Event description:
It was reported during a laparoscopic nissen fundoplication there was loss of pneumoperitoneum throughout the procedure because of tears in the 1seal and a tear in the gasket of the trocar. The case was completed by opening a ms512, toilet-seat reducer cap. There was no consequence to the pt.